Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had the insertion tube be deformed. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and on the distal end cover (c-cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested events in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested events in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a foreign material in the nozzle. Other issues found were: there was a scratch near the image guide pipe, the operation part angle play was insufficient, the insertion part curved tube angle insufficient, the tip objective lens adhesive part was cloudy, the insertion part curved rubber adhesive part was chipped, the insertion part curved rubber adhesive part was cloudy, the insertion part soft tube coating peeled off, the air/water cylinder nut paint was peeling, the operation section suction cylinder had nut paint peeling, the operation section switch 4 rubber was worn, the cable part universal cord was wrinkled, the connection cutter part scope connector contact plating was peeled off. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.